Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device replacement due to eri, automatic mode switch (ams) caused by noise and decrease impedance on the atrial lead was noted. Diagnostic imaging was performed and physician suspected a kink. The atrial lead was capped a new a lead was successfully implanted. The patient was in stable condition.